Manufacturer narrative:
(B)(4). The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: please provide more details for "the device did not work"? The device could not be articulated. There is no motor sound. Did the device staple? No. If yes, was the staple line complete (full length)? No. Did the device cut the tissue? No. Was the device locked on tissue with the jaws closed? No. If yes, what steps were taken to open the jaws? (Pull open the closing trigger, press home button, use bailout) n/a. If the home button was pressed, did the knife fully return to its home position? N/a. If the jaws could not be opened, how was the device removed? The device would not fire. Battery none. Was the plastic portion of the cartridge damaged? No. If yes, did the piece fall in the patient and if so, was it retrieved? N/a. Or, was the metal cartridge pan separated from the plastic portion of the cartridge? No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the button was pressed but could not articulate. There was no motor sound when the battery was installed. The battery was removed and installed several times, but the device did not work. When the cartridge was replaced, a part came off. The cartridge was also replaced. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent 9/30/2024 d4 batch #c9e54z investigation summary the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60c device was returned with no apparent damage and with a gst60b reload present. The reload was received with no apparent damage and unfired. After further evaluation, the bulkhead contacts were noted to be damaged. However, the device was tested with a test simulator for functionality in the straight position with the returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device event log was reviewed. A series of events were found that may indicate intermittent power issues, however these were not replicated during device analysis. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the bulkhead contacts is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number c9e54z, and no non-conformances were identified.